Event description:
It was reported that during an unk procedure, anvil wouldn't attach to spike when it was advanced through the rectal stump inside the patient. No patient consequence's were reported.

Manufacturer narrative:
(B)(4) date sent: 6/22/2026 d4: batch # 367d44 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch number of 367d44 / 00cdh29b , and no non-conformances were identified. Additional information was requested and the following was obtained: when he struggled to attach the anvil, he inspected it to ensure there was nothing inside the anvil that could be preventing it attaching onto the spike, and he inspected it for any visible damage. He could not see anything obvious. After around 15 minutes, and multiple failed attempts, he removed the stapler and the anvil and opened a cdh29p to complete the procedure. He did not have to take any unplanned steps as a precaution, and the patient appears to be recovering well with no complications to date. They also tried attaching the anvil outside of the patient, but still could not do so easily. It has been forced onto the spike by the scrub team. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.